Event description:
A "Signal loss" error message was reported with the Abbott Diabetes Care (ADC) device. The customer experienced difficulty in walking, balance issues, and slurry speech. The customer received a sensor scan reading of 53 compared to an ambulance reading of greater than 500. It was indicated that the customer received unspecified treatment from a healthcare professional (HCP). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.The date the incident occurred is unknown. The date entered in Section B3 is the date Abbott Diabetes Care became aware of the event. All pertinent information available to Abbott Diabetes Care has been submitted.